Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ap orient. Sleeve femur ext.stem. The instrument was loose after the case, and first noted in sterile processing department. The knob on the knee instrument was loosening, and further examination showed that the weld had been broken during the cleaning process. There was no patient harm. This malfunction was believed to have first occured in the prior surgery. Additional information was not provided. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
General information: despite the information we did not receive the component for investigation until now. Three pictures were provided. Consequences for the patient: according to the provided information, there were no negative consequences for the patient. Failure description: due to a lack of the complained component, a failure description is not possible. Investigation: due to a lack of the complained component, an investigation is not possible. Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: the failure is most probably usage related. Rationale: on the basis of the provided information and pictures and without the product for investigation, a clear conclusion can not be drawn. It is possible that a usage related error (e.g. Due to overload or a improper handling during the reprocessing) led to the described failure pattern. Based on the statistical analysis, there is no indication for a systematic failure or a design problem.